Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. In previously submitted report section b5 was incomplete, correct b5 section is- the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. The patient also alleged of having dry constant cough, tickling in her throat, headaches, dizziness, and nausea. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of sticky congealed contamination between bottom enclosure and rear panel, similar contamination in crevices around therapy button, dust contamination on and in the blower, keratin-like contamination around the blower output seal, liquid ingress to the blower box, mineral deposits. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found 1 error logged. The manufacturer concludes there was evidence of sticky congealed contamination between bottom enclosure and rear panel, similar contamination in crevices around therapy button, dust contamination on and in the blower, keratin-like contamination around the blower output seal, liquid ingress to the blower box, mineral deposits. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Section d9, g3 and h6 has been updated in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.